Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The alarms appeared during basal delivery. The customer did not return the product back for analysis.

Manufacturer narrative:
The insulin pump was returned with pump error 63 found at the formatted history file due to a software error. However, the insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 2, 19, 28 or 79 noted during our testing. The insulin pump had minor scratched lcd window, case and keypad overlay.